Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was over 580 mg/dl. The customer was admitted to the hospital, was treated with insulin drip, and the issue was resolved the same day. In addition, it was reported that the customer had a kidney infection; however, the customer did not know if it was related to the reported issue. The customer was able to load a new cartridge successfully.